Event description:
This is filed to report the thrombus requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient had heparin induced thrombocytopenia (hit), therefore the procedure was performed with bivalirudin for anticoagulation rather than heparin and the clips were flushed during prep with regular saline rather than heparinized saline. The first clip delivery system (cds) was advanced and successfully implanted on a2/p2. A second cds was inserted in the steerable guide catheter (sgc) and while steering down to the valve, a clot was seen on the clip. The thrombus was aspirated, the clip was retracted back into the guide and the cds was removed from the patient. Once outside the patient the physician removed the thrombus from on the clip. The same clip was re-flushed, and more anticoagulation medicine was administered. The cds was inserted into the sgc and advanced to a2/p2. The clip was successfully deployed medial to the first implanted clip completing the procedure with a final mr grade of 3-4. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported thrombosis could not be determined. The reported patient effect of thrombosis as listed in the mitraclip g4 system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for the reported thrombosis could not be determined. It is possible that it was related to patient and/or procedural conditions; however, this cannot be determined. The reported unexpected medical intervention and required medication were result of case-specific circumstances. The reported unexpected medical intervention and required medication were result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.